Event description:
I have been getting synvisc one injections in my knees every 6 months for 4 or 5 years. On (B)(6) 2017, I received 2 injections of synvisc one (the brand name drug, not a generic), one in each knee. The injections were administered by an orthopedic surgeon. Almost exactly eight hours later, while dining at a restaurant, I experienced a rapid accumulation of fluid in both my lower legs, which I noticed when I stood up to leave the restaurant. My lower legs felt so heavy that I had to drag myself to my car. Climbing stairs was extremely difficult. I managed to get into my house with assistance, but I spent the next nine days in a recliner on the first floor because I could not get to the second floor. I spoke with the surgeon's physician's assistant, who told me it was probably an allergic reaction to the synvisc one, and the symptoms would subside within a week. She was wrong; the reaction lasted for a total of 17 days. During that time, my lower legs and ankles remained extremely swollen and very painful. I had great difficulty walking. Although I was using a walker, my husband and son had to help me get to the bathroom. I had to be pushed in a wheelchair when I visited the surgeon and my internist during the 17 day period. An ultrasound was ordered to eliminate the possibility of a blood clot or clots. The ultrasound was negative. I tried taking one 40 mg furosemide tablet (a diuretic) per day for 4 days; it did nothing to alleviate my symptoms. It is important to note that this reaction did not extend to my knees themselves, but I had severe bursitis just below both knees, especially the right knee. The pa tried extracting fluid from one of my knees just in case there was fluid there, but she found nothing. Both the orthopedic surgeon and my rheumatologist eventually concluded that my reaction was quite unusual and may have stemmed from the food I had eaten that evening rather than the synvisc one. Another physician suggested that my reaction may not have been from the active ingredient in synvisc one, but rather from an allergic reaction to a preservative or another ingredient in the injection. All the physicians agree, however, that I should consider myself allergic to synvisc from now on. I would very much like to know if any other instances of this type of reaction to synvisc one have been reported. Why was the person using the product: osteoarthritis of the knees.